Event description:
The customer reported that the jaws would no longer open after being applied to tissue. The device was removed by utilizing scissors and clips on the tissue adjacent to the jaws. A new device was used to complete the procedure. There was no pt injury. The site has indicated that the device will not be returned.

Manufacturer narrative:
Covidien reference # : (B)(4). The site has indicated that the incident sample will not be returned. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.